Event description:
A customer obtained unexpected vitros phbr quality control results on two different vitros 5,1 fs chemistry systems. The following vitros phbr results were obtained from the vitros tdm pv control fluids using the customer's primary instrument: tdm pv I (expected value = 11.5 ug/ml): 8.4; tdm pv iii (expected value = 62.7 ug/ml): 78.7, 49.7, 48.2, 49.3, 40.5, 47.0, 50.1, 49.7, 48.8, 49.1, 49.2, 49.3, 47.9, 50.0, 44.6, 46.9, 43.6, 47.3, 43.0, 40.8, 48.2, 42.4, 47.0, 47.9, 44.3, 44.1, 47.4, 40.8, 49.2, 49.0, 45.0, 45.0, 49.6, 48.1. The following vitros phbr results were obtained from the vitros tdm pv control fluids using the customer's alternate instrument: tdm pv I (expected value = 10.5 ug/ml): 14.1, 13.6; tdm pv iii (expected value = 58.2 ug/ml): 70.5, 70.4, 70.8; in addition, a value of 74.8 ug/ml was obtained from the vitros tdm pv I control fluid (expected value = 58.5 ug/ml) following calibration of an alternate vitros phbr reagent lot on the customer's primary instrument. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros phbr patient results were reported out of the laboratory while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report is number 4 of 41 MDR's for this event. Forty one 3500a forms are being submitted for this event as forty one devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros phbr quality control results were obtained on two different vitros 5,1 fs chemistry systems. Results of precision testing indicated that the vitros 5,1 fs chemistry systems were operating as expected at the time of the event. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides and the vitros 5,1 fs chemistry system have not been ruled out as potential contributing factors. In addition, a higher than expected vitros phbr quality control result was obtained post-calibration of an alternate reagent lot. No additional performance tests were conducted using the alternate phbr lot, therefore a definitive root cause could not be determined. The root cause of this event is currently unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.